Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby0786 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient was being seen at the outpatient clinic, but then had to be admitted to the hospital due to the "dysfunctional PICC site." The PICC was leaking when it was flushed and it had to be removed. No patient injury reported, though re-admission to the hospital and device replacement were required.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. The split was centered about a permanent kink impression within the tubing and wrinkling of the tubing was seen on both sides of the split site. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reby0786 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was being seen at the outpatient clinic, but then had to be admitted to the hospital due to the "dysfunctional PICC site." The PICC was leaking when it was flushed and it had to be removed. No patient injury reported, though re-admission to the hospital and device replacement were required.